Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. We have attempted to reproduce the pairing issue of transmitter with guardian app on the samsung galaxy a13 5g (android 13) and iphone 13 (ios 18.5). The issue occurred consistently on these devices, displaying a unable to connect to our servers message on the app. This issue has been confirmed. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. During investigation it was found that that the server authentication with teneo was failing causing the network request to fail which was downloading the sake keys to search or pair with transmitter. Further investigation revealed that the teneo certificate we receive from discover response was not correct. As a fix, correct certificate was added to discover response. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: the issue is fixed, please ask customer to retry and confirm. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the guardian app can't pair the transmitter, tried with 3 different transmitters mmt-7841qzw (gt9066849m, gt8873121m, gt8873116m), still failed. The customer reported no adverse event. The event involved product mmt-8200. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non-physical device mmt-8200.